Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that a pt was dissatisfied when she experienced discomfort and pain following a surgical procedure involving an elevate graft.